Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 534 mg/dl. The customer was treated for high blood glucose with the pump and manual injection. The customer was advised to removed/change set at this time. The customer was advised to remove infusion set from the body and check for bent/crimped cannula. The customer found bent cannula and explained bent cannula may interfered with the amount of insulin deliver and may contributed to high blood glucose. Customer declined to troubleshoot for high blood glucose. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat.